Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2017. If explanted, give date: not applicable, as the lens remains implanted and therefore not explanted. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that one similar complaint for this order number was received. No product deficiency was found. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A patient reported a bilateral intraocular lens (iol) implant. Soon after the implantation, the patient started complaining that his vision was getting worse. Reportedly, the patient has been experiencing blurry vision at all distances that is significantly affecting his ability to perform activities such as driving especially at night. The lens remains implanted and the surgeon mentioned performing a yag (yttrium aluminum garnet) to help improve the vision but there is nothing planned/scheduled as this time. No additional information was received by johnson and johnson surgical vision. This MDR captures the event for the right eye (od). A separate MDR will be filed for the left eye (os).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.